Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.50 x 28mm synergy ii drug-eluting stent was advanced but failed to cross the lesion and it was noted that the stent strut was damaged. A 2.0x10mm non-bsc balloon catheter was advanced for dilation and a guidezilla guide catheter extension was used. A 3.0x28mm stent was used and completed the procedure. No patient complications were reported.